Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of wet packaging was confirmed and likely occurred during transit/storage. Five 4fr s/l powerpicc catheter kits were returned for evaluation. All five kits were unopened. No liquid was seen on the outside or inside of the packaging. No water stains were seen on the labels or packaging lidstock. However, ink transfer from the red label on the outer component pouch was seen on all five pouches. This may indicate that the pouches had become wet at some point. The saline syringes in the outer pouch of the kits were confirmed to contain the end caps and were filled with 10ml of fluid. The kits were opened by the investigator and the chloraprep applicators and lidocaine vials were examined. The internal vial on the chloraprep applicators were intact and contained liquid. All lidocaine vials were undamaged and had not been opened. Although the kits were not wet when returned for evaluation, the ink transfer indicated that liquid was likely present on the kits at one point in time. As no damage was seen to the kit components that contain fluid, the liquid was likely from an external source. Possible contributing factors could include environmental sources such as high humidity or precipitation. A review of the manufacturing records showed no evidence that the reported event was associated with the packaging or labeling process. A lot history review (lhr) of reex1081 showed four similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the packaging of five PICC kits were wet. This report addresses the fifth kit.